Manufacturer narrative:
The insulin pump was received with no button response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had been sticking. Customer stated there was no response from any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.